Manufacturer narrative:
(B)(4). D4 batch. X9598j. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with no apparent damage. Upon visual inspection it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. Please notify us of any processes or conditions that could have contributed to the blade horizontal metal scratches. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot x9598j, and no non conformances were identified.

Event description:
It was reported that during a lobectomy procedure the tighten assembly alert screen displayed by generator during procedure, and then replace instrument alert screen is displayed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.